Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure for a dual chamber on (B)(6) 2012, the atrial lead was noted to be abraded. A polyurethane sleeve was applied and repair carried out and the sleeve sutured in place with black silk secured with biologic glue. The lead remained implanted. The patient was in stable condition following the procedure.